Event description:
Patient reported via regulatory agency right side "implant ready to break from contraction...was a IV and v" and "my plastic surgeon who put them in and his head nurse said oh my goodness you need them out¿, ¿at 10 yrs. I called them to see if I needed to do anything with my implants and they said if your fine then don't worry about it¿, ¿he said you have the ones that cause cancer they have to come out¿, and believes that ¿there are 30 different toxins in silicone shells plus saline in a 98 degree body can get mold after 7 years.¿ patient also reported "migraines, weakness in the right leg, restless legs, numbness in right arm, right arm tingling, sore shoulder and neck to a point where I couldn't turn it, weakness in lifting 10-15lbs., sore lower back it felt like a belt around my waist couldn't bend, swelling (feet, ankles, hands), burning on hands then blisters that peeled off and on, feet turned blue and broken blood vessels, joints all over stared hurting, couldn¿t stand up from bed, always depressed and very emotional, started tripping a lot, leg reaction started to slow down, fell off counter in bathroom and bruised my tail bone, leg reaction started slowing down, I couldn¿t make a full stride when walking, shingles on hip, horrible breakouts on face, sore joints so bad even elbows, balance started to be way off, dr then sent me to a neurologist...couldn¿t walk good had to get a cane...did nerve and muscle test and said nerve damage, they said it could be als, looked up my symptoms online and found breast implant illness, I really thought I was dying I had twitching in my legs and arms, muscle stiffness, spasms, at night my legs would jerk on there own, I also fell down 20 steps and cracked my skull...12 days before surgery, had horrible fatigue before my implants were out, when they came out they were orange with black specs I'm thinking mold; these events are not device related. Device has been explanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5. The reason for reoperation: capsular contracture baker grade "IV and v".

Manufacturer narrative:
In response to FDA report number: mw5088769. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported right side "implant ready to break from contraction". Patient also reported "migraines, weakness in right leg, restless legs, sore shoulder and neck, stiff neck, weakness, swelling (hands, ankles, feet), burning on hands then blisters that peeled off and on, feet turned blue and broken blood vessels, joints all over stared hurting, couldn¿t stand up from bed, depression and very emotional, started tripping a lot, leg reaction started to slow down, couldn¿t make a full stride when walking, shingles on hip, horrible breakouts on face, sciatic nerve with bursitis in left hip, sore joints so bad even elbows, balance started to be way off, no rheumatoid arthritis all blood work again normal and x-rays from rheumatoid doctor, then sent me to a neurologist. At this point I couldn¿t walk k good had to get a cane very off balance couldn¿t turn around. Did nerve and muscle test and said nerve damage, had a MRI of neck and head nothing constricting the spinal cord, two visits and they said it could be als, looked up my symptoms online and found breast implant illness, I really thought I was dying I had twitching in my legs and arms also muscle stiffness and spasms, at night my legs would jerk on there own; these events are not device related." Device has been explanted.